Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level was 400 mg/dl and 421 mg/dl. The customer stated that insulin pump did not calibrate for auto mode. The customer was treated with bolus but blood glucose did not go down. The device will not be returned for analysis.